Event description:
It was reported that the insulin pump alarmed during the manual prime. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.